Event description:
Mesh erosion. A female who had placement of both anterior and posterior vaginal mesh in 2006 who now presents with erosion of the vaginal mesh. Of note, the patient in 2007, underwent removal of this same mesh which at that point had been in the anterior vaginal wall just underneath the urethra. She presents today with similar complaints of pain, dyspareunia, and vaginal discharge. On physical exam, the mesh is noted to be eroding posteriorly and is palpated also periurethrally on the pt's right side. Operative note from the same day: preoperative diagnosis-es-: exposed symptomatic vaginal mesh in the anterior vaginal wall and just underneath urethra. Postoperative diagnosis-es-: exposed symptomatic vaginal mesh in the anterior vaginal wall and just underneath the urethra. Operation performed: removal of anterior vaginal wall mesh, perigee, and partial removal of a tvt-type mesh around the distal urethra. Attending surgeon-s-: ____resident surgeon-s-: _____ preparation: chlorhexidine gluconate without alcohol. Allergies: the patient is allergic to betadine. Anesthesia: general endotracheal. At time out was completed, verifying correct pt, procedure, site, positioning, and implant-s- or special equipment. Indications for procedure/preoperative indications: the patient presented to the clinic with eroded mesh along the anterior vaginal wall in three places. The first tapes are visible about a third of the way up the anterior vaginal wall on the right and left sides through separate erosions, and then there is another smaller area of erosion on the vaginal tissue overlying the distal urethra where a tvt would normally be placed. We saw this on exam perigee vaginal mesh for repair of a cystocele in addition to the tvt-type procedure. We told her we would try to remove it, and she agreed. Procedure and findings: the patient was given a general endotracheal anesthetic, prepped and draped as usual for a vaginal approach. Inspection of the anterior vaginal wall disclosed a large piece of mesh on the pt's right. We dissected this, and the material lies right on and in the bladder wall. We did not actually penetrate the bladder wall. We certainly dissected on it. One arm of this goes up with a prolene suture up along the side of the urethra. We pulled out as much as that as we could and cut it off, and then removed most of the tape from behind the vaginal wall. In fact, on the right, we removed all of it. On the left was a similar tape projection with a suture. We removed that, and then there was still some tape left in the middle area underneath the vaginal mucosa. We dissected that free as well. At the end of this part of the procedure, we could not feel any tape anywhere in the vagina except one small area of erosion just underneath the urethra. We made a v-shaped incision on either side of that tape and removed it, and then careful palpation along the back of the urethra disclosed no further tape. Of necessity here to get the tape out, we removed probably 2 square centimeters of vaginal epithelium. Nevertheless, the vaginal epithelium reclosed easily using 2-0 chromic. We used 3-0 chromic on the vaginal epithelium just underneath the urethra where we made a much small incision where there wasn't nearly as much reaction. The reaction around the mesh used for the cystocele repair, if in fact that is what it was, was pretty dramatic. We used curved mayo scissors to make incisions in the vaginal epithelium and deep to the mesh along the side wall of the urethra, just because it was so heavily scarred. In any event, at this point, we did not feel any further mesh eroding in the vagina, and we did not feel anything underneath the vaginal epithelium. Once the closure was completed, we irrigated the wound, placed a small vaginal pack. We had a foley catheter in throughout the case just to protect the urethra, which we will leave in for the moment. The pt was awakened, extubated, transferred to the stretcher and to the post anesthesia care unit in excellent condition. Dates of use: 7 months. Diagnosis: pelvic organ prolapse, stress urinary incontinence.